Event description:
In 2005 the lay user/patient contact lifescan (lfs) alleging the one touch ultra meter gave inaccurately high results and the meter will not hold results in memory. The senior medical affairs specialist contacted the pt five days later to obtain/verify info; however was unable to contact the pt. The pt reported that on an unspecified date he obtained a result of "hi" on the reported meter. He contacted the paramedics and was taken to the hosp. The pt was given insulin. No further info was provided. It would have been helpful to know the blood glucose result obtained by the paramedic's and hosp, pt's medication regimen, and if he was experiencing symptoms during the time of concern. The pt also reported that his meter does not hold records in memory. The customer care advocate walked the pt through resetting the meter options; however, the meter displayed the three dashes (---) upon completion of troubleshooting. The meter and test strips were replaced.